Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the monitor failed an incoming pulse test. The monitor displayed a service code 203 (pulse test failure) and a service code 102 (charge profile fault). The cause for the failure was isolated to the c22 high-voltage capacitor on the defibrillator pca. The c22 capacitor positive lead was broken free from the defibrillator pca. The fracture likely occurred when the monitor impacted a hard surface, as the monitor showed signs of physical abuse. The root cause investigation determined that there was insufficient epoxy applied around the capacitor. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.